Event description:
--

Event description:
Boston scientific received information that the patient with this abdominally located implantable cardioverter defibrillator (ICD) experienced cardiac arrest. The local boston scientific field representative (fr) interrogated the device. The device displayed fault codes and was found to be in safety mode. It was reported by the patient's family that the patient had passed out and cardiopulmonary resuscitation was performed with subsequent external defibrillation. The patient's physician believed that the patient experienced pulseless electrical activity. It was also reported that the device displayed high capture thresholds. The patient was subsequently seen for a device change out procedure where loss of capture was observed in unipolar configuration. A new system was implanted in the patient's chest. There were no additional adverse patient effects reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. High power visual inspection noted an arc mark on the side of the device case that contained the labeling. Review of device memory noted that three power on reset faults occurred on (B)(6) 2013 and that a vf episode, episode 39, occurred on (B)(6) 2013 at approximately 10:10am. The first shock was delivered into a shorted lead condition. The other 2 shocks were not delivered, most likely due to damage to the internal circuit by the shock delivered into a shorted condition. Two error codes for charge time outs were recorded. The memory noted that the device reverted to factory mode. The clinical observations noted in the field were induced by a shock into a lead that was shorted to the device case.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.